Event description:
Information received indicates the left foot caster did not hold when the brakes were engaged.

Manufacturer narrative:
The technician found the left cam pivot was cracked causing the left foot caster not to engage in the brake mode. This was found during an assessment and the account has not decided whether they are going to repair the bed. Repairs have not been completed.